Manufacturer narrative:
No lens in unit carton.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The lens was removed without any patient injury.